Event description:
Information was received that reported a patient was hospitalized in 2007, due to a diabetic ketoacidosis. Reporter states that the patient woke up the day before, feeling sick. The patient was admitted to the hospital on the event date. Upon admit to the hospital she was diagnosed in diabetic ketoacidosis. The patient was treated with IV fluids and insulin. The patient diabetes educator reviewed the pump history and does not believe that the device was at fault. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow up report detailing the results of the evaluation.